Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The spart part cpu board was returned to our laboratory for analysis. Upon reception, the device was submitted to a visual check and a cross-test in a agilia sp tester in order to confirm the reported issue. Nothing was noticed during visual inspection. Then, the reported event was reproduced with the tester: error 30-0002 triggered. The issue is confirmed. The root cause of the reported error is likely a corrupted component which drove the time stamp. An internal CAPA has been opened in order to investigate this issue. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "displayed error number error 30-0002 after the device is turned on." Error 30 is described by the technical manual as a timekeeper issue. Reporting due to the referenced issue. No additional issues or serious injuries to the patient were reported. More information is needed to complete the investigation.